Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 35-0-316. There was no patient involvement.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 35-0-316. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that flashed software due to the error and replaced the front case assembly due to cracks along the bottom. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 17feb2014and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information: d8, e4, h10. The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 35-0-316. There was no patient involvement.